Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The (B)(6) male patient from (B)(4) study experienced hypoperfusion post implantation of a cypher stent. The patient had the following medical history: angina, coronary artery disease, hyperlipidemia, hypertension, myocardial infarction ((B)(6) 2005), diabetes mellitus (type 2), history of smoking, depression, and muscle spasms. The indication for the procedure was acs with onset of symptoms 48 hrs prior to pci. Pre-procedural cardiac enzymes were well above the normal limit, (ck 774 >232 unl, ck-mb 64.5 > 3.6 unl). The lesion was in the distal left pda. The lesion was described as 100% occluded with definite thrombus, anatomically complex, timi I flow and type b2. Pre-dilation was conducted before a 2.5 x 18mm cypher stent was implanted in the distal l-posterior descending. Post stenting, the patient had no reflow which was treated with intracoronary (ic) nitro and adenosine and the event resolved. 6-12 hrs post procedure, the patient had cardiac enzymes were decreasing with ck 530 and ck-mb 27.1. 16-24 hrs post procedure ck was 448 and ck-mb 22. At discharge, ck was 293 and ck-mb10. Aspirin and clopidogrel were given pre and post procedure. Bivalirudin was given intra-procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow or vasoconstriction/spasm that may potentially slow or completely occlude the blood flow. Coronary artery constriction/spasm is relieved by a vasodilator such as ic nitroglycerine and adenosine. Based on the information provided, these actions (inherent risks of the procedure) combined with vessel characteristics may have contributed to the hypoperfusion reported. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a 2.5 x 18mm cypher stent in the l-posterior descending. Post stenting, the patient had no reflow which was treated with ic nitro and adenosine. Post procedure, the patient had cardiac enzymes elevated well above the normal limit, (ck 774 >232 unl, ck-mb 64.5 > 3.6 unl).